Event description:
Literature was reviewed regarding the outcomes of transcatheter aortic valve replacement (tavr) in patients with native pure aortic regurgitation (npar). The study population consisted of 61 patients who underwent tavr for npar with either a medtronic evolut r/pro valve (n = 32) or a non-medtronic valve brand (n = 29). Within one year of tavr, a total of 12 deaths occurred. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. Other adverse outcomes recorded by the authors: conversion to surgery, valve embolization (dislodgement) or migration, need for bailout valve-in-valve implantation, coronary obstruction, major vascular complication, blood transfusion, stroke, paravalvular leak (mild to severe), mean gradient = 20 mmhg, and need for permanent pacemaker implantation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: g cavalli, et al. Safety and efficacy of transcatheter aortic valve replacement for native pure aortic valve regurgitation: single¿center experience, european heart journal supplements, volume 26, issue supplement_2, april 2024, pages ii140¿ii141, https://doi.org/10.1093/eurheartjsupp/suae036.355. Date of publication used for date of event. Medtronic products referenced in the article: evolut r (product code npt, PMA# p130021) and evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.